Manufacturer narrative:
Neurostimulator model 37711 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, lead model 39286-65 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, programmer model 37743 serial# (B)(4), programmer model 37743 serial# (B)(4), accessory model 37752 serial# (B)(4), lead model 3777-75 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, lead model 3777-75 serial# (B)(4)implanted: (B)(6) 2009 explanted: na.

Event description:
It was reported that the patient experienced increased baseline pain while stimulation was turned on following a car accident almost three years ago. The patient experienced whiplash and increased cervical pain followed. Additional information has been requested, but was not available as of the date of this report.